Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation abnormal, uterine bleeding, dysmenorrhea, intermenstrual bleeding, hypertension, dysfunctional uterine bleeding, overactive bladder, paratubal cyst, nabothian cyst, uterine enlargement and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea") and underwent endometrial ablation ("emdometrial cryoablation"). The patient was treated with surgery (multiport robotic hysterectomy bilateral salpingectomy, endometrial cryoablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menometrorrhagia, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, endometrial ablation, menometrorrhagia and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax on (B)(6) 2015: no traumatic injury to the chest, abdomen or pelvis identified. Incidental note of left pulmonary, left hilar and splenic granulomatous disease. Hysterosalpingogram - on an unknown date: there is normal opacification of the uterine cavity. Bilateral essure devices are seen. No evidence of peritoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation abnormal, uterine bleeding, dysmenorrhea, intermenstrual bleeding, hypertension, dysfunctional uterine bleeding, overactive bladder, paratubal cyst, nabothian cyst, uterine enlargement and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea") and underwent endometrial ablation ("endometrial cryoablation"). The patient was treated with surgery (multiport robotic hysterectomy bilateral salpingectomy, endometrial cryoablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menometrorrhagia, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, endometrial ablation, menometrorrhagia and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2015: 1. No traumatic injury to the chest, abdomen or pelvis identified. 2. Incidental note of left pulmonary, left hilar and splenic granulomatous disease. Hysterosalpingogram - on an unknown date: there is normal opacification of the uterine cavity. Bilateral essure devices are seen. No evidence of peritoneal spill.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation for ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.